Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned.(B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-619, 00620. This event occurred in (B)(6).

Event description:
Allegedly the patient had uncomfortable feeling after primary surgery in 2009. The surgeon found that the cup came away and that the pelvis fractured. Revision surgery was performed (B)(6) 2013 and at that time it was found that the head/neck junction had turned to black and there was evidence of cup loosening. Normal activity level.